Manufacturer narrative:
(B0(4), date sent: 8/2/2023, d4: batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9c554, and no non-conformances were identified. Manufacturing date: 01/28/2023. Expiration date: 12/31/2025.

Event description:
It was reported that the psee60a after firing, it can not open, it was locked. No patient consequences reported. No further information is available.